Manufacturer narrative:
Result - frayed power cord.

Event description:
It was reported by service report that the power cord was frayed. It is unk if there was pt involvement. However, no adverse consequences were reported.